Event description:
Procedure type: lap left inguenal hernia repair. Reportedly, two of the three balloons ruptured during inflation and third balloon would not hold air. The surgeon subsequently converted to open procedure. No blood loss occurred and pt's current condition is well. No pt injury was reported.